Event description:
Caller reported that cartridge was damaged, experiencing the issue 15 times in one day. There was no adverse impact to the customer's blood glucose level. Caller successfully changed the cartridge and resumed insulin therapy, and technical support approved sending 15 replacement cartridges.